Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - investigation outcome: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. This record contains no information on patient involvement. Neither harm to patient, user or third party nor a treatment delay was reported. This occurrence was noticed when the ventilator device was in standby. There is no prior indication reported stating that something was technically wrong with the ventilator device. We see this occurrence as a startup issue and will assess this case as such. Hamilton vigilance reporting decision strategy prescribes to report startup issues. The root cause was attributed to the fact that the device was not connected to the external power supply in the helicopter hangar, which caused the occurrence of the observed failure. The correction consisted in the replacement of the battery. There was no further technical investigation (e.g. Taskm) needed concerning the described failure effect, which was due to the failure to follow instructions by the user. There are clear risk warnings in place in the operators manual concerning the handling, charging and maintenance of the device and batteries, directed to the user. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed and was having issues with the battery system. Both batteries were empty on site. After being connected to the mains for over 24 hours only battery number 2 got charged. However, the displayed indicated that the state of health of both batteries was okay. - this occurrence was noticed when the ventilator device was in standby on the airport. There is no prior indication reported stating that something was technically wrong with the ventilator device. We see this occurrence as a startup issue and will assess this case as such. Hamilton vigilance reporting decision strategy prescribes to report startup issues. - various continuous alarms were observable both visually and through hearing. Te244001 (loss of external power), high-priority alarm (red alarm lamp and buzzer) and switched to ambient state and the following error messages appeared tf 485001 (ambientfailuredetected), tf 444001 (batteriestotaldischarge), tf 446029 (ambientfailuredetected) and tf 785003 (mchannelobservationfailed). - the device log files were provided to hamilton. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed and was having issues with the battery system. Both batteries were empty on site. After being connected to the mains for over 24 hours only battery number 2 got charged. However, the displayed indicated that the state of health of both batteries was okay. This occurrence was noticed when the ventilator device was in standby on the airport. There is no prior indication reported stating that something was technically wrong with the ventilator device. We see this occurrence as a startup issue and will assess this case as such. Hamilton vigilance reporting decision strategy prescribes to report startup issues. Various continuous alarms were observable both visually and through hearing. Te244001 (loss of external power), high-priority alarm (red alarm lamp and buzzer) and switched to ambient state and the following error messages appeared tf 485001 (ambientfailuredetected), tf 444001 (batteries total discharge), tf 446029 (ambientfailuredetected) and tf 785003 (mchannelobservationfailed). The device log files were provided to hamilton. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device alarmed and was having issues with the battery system. Both batteries were empty on site. After being connected to the mains for over 24 hours only battery number 2 got charged. However, the displayed indicated that the state of health of both batteries was okay. This occurrence was noticed when the ventilator device was in standby on the airport. There is no prior indication reported stating that something was technically wrong with the ventilator device. We see this occurrence as a startup issue and will assess this case as such. Hamilton vigilance reporting decision strategy prescribes to report startup issues. Various continuous alarms were observable both visually and through hearing. Te244001 (loss of external power), high-priority alarm (red alarm lamp and buzzer) and switched to ambient state and the following error messages appeared tf 485001 (ambientfailuredetected), tf 444001 (batteriestotaldischarge), tf 446029 (ambientfailuredetected) and tf 785003 (mchannelobservationfailed). The device log files were provided to hamilton. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. This record contains no information on patient involvement. Neither harm to patient, user or third party nor a treatment delay was reported. This occurrence was noticed when the ventilator device was in standby. There is no prior indication reported stating that something was technically wrong with the ventilator device. We see this occurrence as a startup issue and will assess this case as such. Hamilton vigilance reporting decision strategy prescribes to report startup issues. The root cause was attributed to the fact that the device was not connected to the external power supply in the helicopter hangar, which caused the occurrence of the observed failure. The correction consisted in the replacement of the battery. There was no further technical investigation (e.g. Taskm) needed concerning the described failure effect, which was due to the failure to follow instructions by the user. There are clear risk warnings in place in the operators manual concerning the handling, charging and maintenance of the device and batteries, directed to the user. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.